Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective mainboard. Correction: mainboard replaced.

Event description:
The following was reported to hamilton medical ag: summary: after booting up, the unit alerted with the error message "self test failed". The blower was no longer controlled. The unit was started in the service menu and checked. Power supply to the blower available but no control of the blower possible.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4)..

Event description:
The following was reported to hamilton medical ag: summary: after booting up, the unit alerted with the error message "selftest failed". The blower was no longer controlled. The unit was started in the service menu and checked. Power supply to the blower available but no control of the blower possible.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective mainboard. Correction: mainboard replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: after booting up, the unit alerted with the error message "selftest failed". The blower was no longer controlled. The unit was started in the service menu and checked. Power supply to the blower available but no control of the blower possible.